Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that catheter broke/separated. It was reported that svh have had to surgically remove the cannula of this product after it was retained. I am still working through the events leading up to this however it's believed it has been retained for about 5 weeks which makes it difficult to ascertain the lot number. 14-may-2026 please confirm that the catheter broke off and remained in the patient. Yes. Where on the catheter tubing did the catheter break? Did the catheter separate from the adapter, or did it break off somewhere along the catheter tubing length? By measuring it against an intact catheter it appears that it broke at the weld with the hub. What was the catheter being used for at the time of the failure? Ivf was a power injector being used? I will double-check this however do not believe so as the patient was a surgical patient under oncology.